Manufacturer narrative:
(B)(4). D10: unk ceramic head and wagner cone stem, zimmer gmbh. G2: foreign ¿ event occurred in turkey. G2: literature - akbulut, d., akgun, h., & coskun, m. (2025). Comparison of outcomes in total hip arthroplasty for unilateral crowe type IV hip dislocation with and without femoral shortening osteotomy: determining factors for shortening. The journal of arthroplasty, 41(5), 1473-1481. Https://doi.org/10.1016/j.arth.2025.09.030. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that one patient experienced a deep infection in the early period post-hip procedure on an unknown date with unknown intervention. Attempts have been made and no further information has been provided.